Event description:
"Upon placement gel ripped." Pt is doing fine.

Manufacturer narrative:
Eval: the 1 gelport 120mm was returned used. Upon visual inspection, the gelcap was found to have no tears or holes in the gel. Further, the gelport alexis wound retractor was found to have a tear on the sheath. The tear was not near or on any heat sealed areas. Conclusion/corrective action: the gelport alexis wound retractor was found to have a tear on the film. The tear was no where near or on any heat sealed areas. It is unk how the device was inserted into the pt or what type of instrumentation was inserted through the alexis wound retractor. No corrective action will be taken at this time.